Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2021).

Event description:
T was reported that approximately nine months post port placement, the port septum allegedly damaged. It was further reported that during investigation the port septum with a large hole with leakage of the drug identified. The port allegedly unable to flush and unable to draw back blood and noticed slightly bulging of her skin/tissue next to her port. Patient status was unknown.

Event description:
It was reported that approximately nine months post port placement, the port septum allegedly damaged. It was further reported that during investigation the port septum with a large hole with leakage of the drug identified. The port allegedly unable to flush and unable to draw back blood and noticed slightly bulging of skin/tissue next to the port. The procedure was completed using another device. Patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Therefore, the reported leakage, suction issue, material protrusion and difficult to flush cannot be confirmed. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2021). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.